Manufacturer narrative:
The insulin pump was received with missing segments due to open lcd zebra connector. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip and broken battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had a partial display. Customer's blood glucose was unknown mg/dl. The customer stated there is a stripe down the middle and she can't read it. Customer is using an energizer aaa alkaline battery. The customer was advised that the device would be replaced and agreed to return the product for analysis. Customer was advised to revert to a backup plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.